Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient faced infusion set leaking on (B)(6) 2025. The insertion site was hip. The infusion set was in use for one day. No further information is avaliable.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the reference samples for the lot 6010693 have already been previously tested in the (B)(4) on (B)(6) 2025. Test results: the reference samples were visually inspected and tested for leak and flow. All test results were within specifications as per the test report (B)(4). Device history record (DHR) review: the lot 6010693 was manufactured according to the work instruction (wi) version 75 in the line 6, on 08/dec/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 19/jun/2025 against malfunction code leakage (customer states infusion set leaks) and lot 6010693 and no other complaint has been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, harm reportable, no non-conformance (nc) raised during production related to the malfunction reported, no other complaint received on the lot in question and malfunction code. No further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.